Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 550 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer felt symptoms of dizziness, thirst, and light headed. The customer stated that they had bent cannulas. The customer was assisted with troubleshooting and the insulin pump passed the self-test. However, the customer returned the insulin pump for analysis because their health care provider deemed the device unsafe.